Manufacturer narrative:
Additional information provided. Product evaluation: one half of the lens was returned in a lens case. Viscoelastic is observed on the lens. The lens has been cut into two pieces. Power and resolution could not be tested due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported discomfort when focusing up close could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced discomfort when focusing up close in comparison to the fellow eye. The iol was exchanged for the same model iol with a difference of one diopter in power. Additional information was requested.